Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and confirmed fault code #42. The fse performed software field safety corrective action and performed a complete preventive maintenance (pm) with full calibration. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had displayed error code #42 (maintenance code). It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event was reported.